Event description:
The customer reported that the unit failed pacing during the op check.

Manufacturer narrative:
The customer reported that the unit failed pacing during the op check. The unit was evaluated at phillips, and the symptom was verified (ECG/pacer failure during op check). Replacing the power pca resolved the issue.